Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, four electronic photos was provided for review. First photo shows product details mentioned on the package which matches with tw details. The second photo shows screenshot of native language text. Third photo show partial view of a clinician holding the drainage catheter in which trocar needle was noted to be protruding the catheter tip. No anomalies were noted. Fourth photo show partial view of a clinician holding the drainage catheter in which catheter hub was noted to be cracked longitudinally. Therefore, the investigation of confirmed for the reported suction, identified catheter hub fracture issue for first device. The investigation is inconclusive for the reported obstruction of flow issue for the first device, and the investigation is inconclusive for the reported suction and obstruction of flow issues for the second device as the provided photo was not sufficient to confirm the reported issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound-guided percutaneous transhepatic cholangiography drainage catheter placement procedure using navarre opti drain catheter. During the procedure, the pipe was allegedly clogged, causing poor drainage. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound-guided percutaneous transhepatic cholangiography drainage catheter placement procedure using navarre opti drain catheter. During the procedure, the pipe was allegedly clogged, causing poor drainage. The procedure was completed using another device. There was no reported patient injury.